Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cl electrode (cl) and sodium electrode (na) on a cobas 6000 c (501) module. This medwatch will cover na. Refer to medwatch with a1 patient identifier (B)(6), for information on the cl results. The initial cl result was 135 mmol/l. The sample was repeated twice with results of 101 mmol/l and 100 mmol/l. A new sample was obtained and the cl result was 102 mmol/l. The initial na result was 110 mmol/l. The sample was repeated twice with results of 139 mmol/l. A new sample was obtained and the na result was 140 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The c501 module serial number was (B)(6). Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. There is no indication of an issue. The centrifugation speed was 5000 revolutions per minute (rpm). This speed may be too fast based on the sample tubes used. The field service engineer (fse) found the cause of the event was aged electrodes. The fse cleaned the electrode compartment, replaced the o-rings in the acrylic blocks, and replaced the electrodes. Calibration, qc, and a 21-cup precision were all acceptable. The service actions resolved the issue.